Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit alarms "ext high ppeak" and "circuit occlusion". It was also reported that the ventilator will not ventilate. There was no report of any patient involvement associated with this reported event.